Event description:
It was reported that, "when the surgeon was attempting to attach the lag screw to the lag screw driver, the lag screw would not fully seat which resulted in the lag screw not fully engaging the teeth at the distal tip of the lag screw driver.

Manufacturer narrative:
It is not known at this time if the device is being returned for eval. Once the investigation has been completed, any add'l info will be reported in a supplemental report. Associated device: (B)(4) lag screw, ti gamma 3 10.5 x 75 mm, lot# k137926.